Event description:
After several attempts to place a lumbar drain catheter, inspection of the catheter revealed distal tip was not intact. Later CT imaging revealed retained catheter tip in the l5-s1 spinal canal. It is unclear whether the cause was operator-related or device-related. The catheter and packaging were discarded prior to risk management notification. The first surgical attempt at removal of the retained catheter tip was unsuccessful. The catheter tip was removed during a second surgical attempt the next day. Attempts were made to determine which of two manufacturers of the catheter was used, but the investigation was unsuccessful.